Event description:
It was reported during a bsso, mandibular ramus osteotomy, the device broke. A second device was used to complete the surgery. This issue prolonged the surgery by 1 hour as this was the amount of time that was required to sterilize the second device that was used to complete the surgery. Additional information received indicated the device has been used "as usual" for years and had only been used for less than a dozen operations and sterilizations. No other adverse patient consequences were reported.

Manufacturer narrative:
The investigation is pending device evaluation. A follow up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The device history record (DHR) was reviewed, and it was determined all inspections passed. No anomalies were noted during DHR review. A review of the complaint database was performed and revealed one complaint, which is complaint in this report. The device was returned for testing and evaluation by the power repair department .internal repair diagnosis was identified as "unit will not function due to a broken collet on the reciprocating shaft", the reciprocating saw is a reusable device, and the customer reported that the device was used less than a dozen times. Potential causes include exceeding the recommended cutting speed, using accessories that exhibit any excessive wobble or vibration and/or forceful side loading of the cutting accessory as they may cause the cutting accessory to break. However, based on the information received and the investigation performed, the root cause could not be determined. Corrected data: investigation findings code updated to: 3243 investigation conclusion code updated to: 4315